Event description:
It was reported to an aci sales professional on (B)(4) 2010, that an elderly, female, pt, underwent a coronary diagnostic procedure on (B)(6) 2010. Access was obtained at the rfa. Following the procedure, the physician, in training to the mynx, used the device for femoral arterial closure. At some point post procedure (exact date unk), the pt developed a pseudoaneurysm (size unk) which was treated with a thrombin injection. On (B)(6) 2010, the pt returned for a scheduled rca intervention. Upon examination, the pt right groin appeared red, irritated, swollen, hot and oozing with green pus. The pt tolerated the rca intervention well and was kept overnight as standard hospital protocol. On (B)(6) 2010, the aci rep reported that the pt's white blood cell count was increased and the culture showed light to moderate staph. He confirmed that the pt was discharged on (B)(6) 2010 with no further clinical sequela.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.